Event description:
Boston scientific received information that a procedure took place after an x-ray confirmed that this right ventricular lead had dislodged. High thresholds resulting in loss of capture was also noted. Upon the revision procedure resistance was felt when a stylet was inserted into the lead, and a lead fracture was confirmed under x-ray. This lead was explanted and discarded. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.